Event description:
It was reported that the patient presented inpatient post-implant procedure. Upon review, the right atrial lead exhibited far r-wave oversensing. Safety ventricular pacing was noted. X-ray imaging showed that the lead had dropped out of the atrium. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, far r-wave oversensing and inappropriate low voltage(lv) output. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The reported events of far r-wave oversensing and inappropriate lv output were not confirmed. Electrical testing and x-ray examination were normal and found no anomalies.